Manufacturer narrative:
Results - exposed sharp edges on broken gate covers.

Event description:
It was reported by service report that the cub crib had broken plastic on the head end and foot end gates with sharp edges. No pt involvement or adverse consequences are reported.